Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The event of patient¿s ipg unable to communicate with external devices was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. Troubleshooting steps could not resolve the issue. The ipg was replaced ad effective therapy was restored.